Manufacturer narrative:
Device evaluation added.

Event description:
Per salesforce complaint ID: (B)(4), it was reported that: procedure information procedure date: (B)(6) 2021. Procedure type: peripheral runoff what condition was the patient being treated for?: pad. What was the outcome of the procedure?: procedure completed successfully description of the event patient complications: no patient complications. Description of the event: tech indicated upon opening the package with the guide wire that they noticed the wire appeared to be defective. They opened another wire but it appeared to be damaged as well. Finally opened a wire from another box. Additional information received 5 oct 2021: 1. Could you further describe the damaged noted on the wire (i.e peeled coating, kink, flattened, etc)? It appears the distal portion / piece of wire is coming apart.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
Per salesforce complaint ID: (B)(4), it was reported that: procedure information procedure date: (B)(6) 2021 procedure type: peripheral runoff what condition was the patient being treated for?: pad what was the outcome of the procedure?: procedure completed successfully description of the event patient complications: no patient complications description of the event: tech indicated upon opening the package with the guide wire that they noticed the wire appeared to be defective. They opened another wire but it appeared to be damaged as well. Finally opened a wire from another box. Additional information received 5 oct 2021: 1. Could you further describe the damaged noted on the wire (i.e peeled coating, kink, flattened, etc)? It appears the distal portion / piece of wire is coming apart.